Event description:
The manufacturer received information alleging a ventilator¿s pressure was not correct. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s pressure was not correct. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not reproduced. The device passed the evaluation as specified in the service manual. The connectors were in good condition, the cabinet and others parts were in good conditions, it was not necessary to replace batteries. Note additional failures observed - filter contaminated.